Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a percutaneous catheter myocardial ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the tip of the dilator had tears and peeling, whoch was noted prior to inserting into a sheath, during unpacking. The device was replaced and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (disposed).